Event description:
It was reported that the patient presented remotely via merlin.net. Upon attempting to interrogate the pulse generator, the transmission would not finish processing due to a communication anomaly. On (B)(6) 2017 the patient presented to the clinic for a scheduled follow-up. Upon attempting to interrogate the device, it was noted that the pulse generator was not switching over to rf telemetry. A device software download was performed which successfully restored normal device function and could be interrogated. The patient was in stable condition throughout the interrogation and would continue to be monitored.